Event description:
It was reported that longevity observed on the device was incorrect. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.